Event description:
The customer reported that the device sometimes does not pass operational check. There was no reported patient involvement.

Manufacturer narrative:
Further information was provided that the device logs showed problems such as audio failure and defib test error which were initially considered to be associated with the processor pca.